Manufacturer narrative:
Baxter performed a batch review for the product code and lot number. No discrepancies were found during the mfg of this lot. Add'l info: there is no 510k number for this product as it is considered pre-amendment.

Event description:
Corporate product surveillance became aware of a cluster (5) of sphingomonas paucimobilis infections in 2007 at hosp coincident with the use of baxter products. The pt received an infusion of fentanyl compounded using the following baxter products: 250ml intravia bag, 0.9% sodium chloride, and fentanyl (final concentration of 10mcg/ml) and viaflex pooling bag. For this incident: the pt admitted to the hosp with a diagnosis of subarachnoid hemorrhage. The fentanyl was started 16 days later. The pt had blood cultures which were positive. The pt was ventilator dependent. The pt received an unknown treatment and recovered. The pt's current status is stable.